Event description:
It was reported that during a bariatric procedure, when introducing device, the trocar sleeve has been catching on the fascia. The surgeon states it requires excessive force to push through. The surgeon feels that the sleeve is not as tightly fitted to blade/introducer, causing the sleeve to catch on fascia. The case was completed with the same product, surgeon just had to apply more force than he was comfortable with. There were no patient consequences. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.